Manufacturer narrative:
The biomedical engineer (bme) reported that they had a power drop sometime in the middle of the night. Currently the central nurse's station (cns) is booting into a black screen with a message "select f2 for configuration menu." Nihon kohden technical support had the customer boot the unit down, remove the first hard drive and the second hard drive, then place the second hard drive in port 0, leaving port 1 empty. After doing this they were able to boot up as normal. They were told purchase a new hard drive. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical device.

Event description:
The biomedical engineer (bme) reported that they had a power drop sometime in the middle of the night. Currently the central nurse's station (cns) is booting into a black screen with a message "select f2 for configuration menu." Nihon kohden technical support had the customer boot the unit down, remove the first hard drive and the second hard drive, then place the second hard drive in port 0, leaving port 1 empty. After doing this they were able to boot up as normal. They were told purchase a new hard drive. No patient harm reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2020, customer at (B)(6) center reported the cns (pu-621ra sn: (B)(6) was booting into a black screen after the facility experienced a power drop. Investigation conclusion: the root cause is determined to be loss of power at the facility, leading to improper shutdown of the cns and corruption of the hard drive. The issue was resolved upon replacing the primary hard drive. The overall risk, as determined from the product of probability (rare) and severity (major), is determined to be medium. Hha has been completed for the cns-6201a hard drives failure. CAPA: 19-022 was initiated and rejected based on rationale provided in hha 20-001. The problem does not warrant / require a CAPA. The following fields are not applicable (na) to the MDR report: d4: lot#: & expiration date. Additional device information: the following field contains no information (ni), as attempts to obtain information were made, but not provided: d11 & c2: concomitant medical device. Additional information: b4: date of this report. F6: date user facility/ importer became aware of the event. F7: type of report. F11: date report sent to FDA. F13: date report sent to manufacturer. G4: date received by manufacturer. G7: type of report. H2: if follow-up, what type? H6: event problem and evaluation codes. H10: additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that they had a power drop sometime in the middle of the night. Currently the central nurse's station (cns) is booting into a black screen with a message "select f2 for configuration menu." Nihon kohden technical support had the customer boot the unit down, remove the first hard drive and the second hard drive, then place the second hard drive in port 0, leaving port 1 empty. After doing this they were able to boot up as normal. They were told purchase a new hard drive. No patient harm reported.